Manufacturer narrative:
The customer reported to have replaced the inspiratory electronic printed circuit board (pcb). The ventilator passed all testing. Covidien was not authorized to service the device. (B)(4).

Event description:
Covidien received info that the 840 ventilator stopped cycling while in use on a pt. It is not known if there was any negative impact to the pt.